Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedance on the patients l4 lead. Surgical intervention may take place to explant and replace the patient's lead at the l4 vertebral level.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician explanted the drg system and implanted an scs system following a successful scs trial.

Event description:
Follow up information identified x-rays showed one of the patient's drg leads appeared to be fractured prior to the scs trial.